Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged cartridge alarm 19: it was reported that a cartridge alarm 19 occurred during the load sequence or during basal/bolus delivery. The issue was resolved by loading a new cartridge or the user reverted to an alternate method of insulin therapy. There was no adverse effect.